Event description:
It was reported that during a cholecystectomy procedure, could not load clip completely, then scissoring occurred. Same thing occurred 3 or 4 times in a row. Another like device was used to complete the case. Bile leaked into the abdominal cavity, then peritonitis occurred on the day after the surgery. Re-operation was performed at 2 days after the surgery.